Event description:
It was reported that during a tibial plateau leveling osteotomy with arthroscopy surgical procedure on a canine, it was observed the attachment device was would not fit securely onto the handpiece device. It was further clarified that three prongs from the device were stuck in a downwards position preventing the attachment from securing properly. As a result, when the device was turned on, it was observed that the attachment device would ¿just spin¿. There was a delay of five minutes to the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the compression springs were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.